Manufacturer narrative:
(Shp cable) the evaluation confirmed the reported event, "on 03/22/2024, it was reported by a sales representative via (B)(4) that an ar-8332h shaver handpiece cord had exposed wires. This was discovered during a procedure with no patient harm." And attributed to use error.

Event description:
On 03/22/2024, it was reported by a sales representative via (B)(4) that an ar-8332h shaver handpiece cord had exposed wires. This was discovered during a procedure with no patient harm.